Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. All currents within spec range. No unexpected low battery life or low battery alert noted during testing. However, confirmed power error due to j6 connector resistance issue.

Event description:
Customer reported vi phone call that the insulin pump had power error detected alarm customer blood glucose level 353 mg/dl. Troubleshooting was performed. The device will be returned for analysis.